Event description:
The patient presented with shortness of breath. Health care professional (hcp) performed imaging and patient was noted to have a non-occlusive pulmonary embolus around cardiomems. The patient was put on anticoagulation therapy. Hcp can not definitely state that cmems was causing the embolism. A rhc was performed and it showed that the rhc numbers and pad did not correlate.